Event description:
The customer stated she tested her blood glucose using a breeze2 meter and a contour meter. The breeze2 read 32 mg/dl, while the contour read 141 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.